Event description:
It was reported that the device was not working and giving background infusion, but no patient controlled analgesia or button doses were being given. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be confirmed. It was found that the downstream occlusion(dso) seal had a small rip in it. The dso seal was replaced.